Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer's expected fasting blood glucose test result range is 88 to 200 mg/dl. The blood glucose testing is performed by the customer four times daily. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking insulin to manage diabetes. The customer provided that they have not had any recent changes to diet, medication, or exercise. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 191 mg/dl and 202 mg/dl. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 11/06/2018 and open vial date is (B)(6) 2016. The test results from meter memory were reviewed: lo, (B)(6) 2016 07:43pm, fasting:yes. 174mg/dl, (B)(6) 2016 10:39pm, fasting:yes. 115mg/dl, (B)(6) 2016 04:41pm, fasting:yes. 127mg/dl, (B)(6) 2016 12:00pm, fasting:yes. Lo, (B)(6) 2016 07:50pm, fasting:yes. Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer's expected fasting blood glucose test result range is 88 to 200 mg/dl. The blood glucose testing is performed by the customer four times daily. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking insulin to manage diabetes. The customer provided that they have not had any recent changes to diet, medication, or exercise. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 191 mg/dl and 202 mg/dl. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 11/06/2018 and open vial date is (B)(6) 2016. The test results from meter memory were reviewed: (B)(6). Adverse event not reported.